Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing, low amplitude/poor morphology, high out of range shock impedance measurements, and inappropriate shocks. It was thought that the rv lead had fractured, however during a lead revision procedure it was found that the device header had become loose. The patient had the